Event description:
It was reported a patient underwent a cardiovascular procedure on (B)(6) 2023 and suture was used. During the procedure, the suture started to fray while suturing. Another suture was opened to completed the procedure. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/13/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? None reported. Following up on the return of the product. Wable attached for (B)(6). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6), (B)(6) hospital, (B)(6) theatre. The following information was received: was surgery delayed due to the reported event? Unknown, action taken when event occurred? Another suture was opened, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/6/2024. Additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? None reported - following up on the return of the product. Product submitted to cq awaiting dhl collection on 12 january 2024 - please provide the source or name of person providing answers to follow-up questions. (B)(6), (B)(6) hospital. (B)(6), (jnj wound closure sales representative). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received two needle suture pieces that pertain to the product code w8662. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture pieces were examined, and the end of the suture was found to be cut, probably caused by a surgical instrument. In addition, one suture piece had a horizontal cut. Due to the condition of the returned sample, the functional test could not be performed. Also, a photo was provided and it shows two suture pieces stuck in a labeled winding former. The event reported was confirmed and it is related to improper use of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.